Manufacturer narrative:
The customer did not supply any patients demographics such as ages, dates of birth, sexes or weights. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access afp reagent was returned for evaluation. One reagent pack only was identified as generating erroneous low patient results. Replacing the reagent pack questioned by an alternate reagent pack from the same lot resolved the issue. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible low alpha fetoprotein (access afp) results for seventeen (17) patients involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's samples on the same unicel dxi 800 access immunoassay system using a new reagent pack of access afp and obtained higher results for all seventeen (17) patients. The low access afp results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Assay calibration was recovering within specifications at the time of the event. Access afp qc (quality control) was out of specifications low at the time of the event. The customer was able to obtain passing access afp qc using the new access afp reagent pack. Information on the collection and centrifugation of the patient samples was not supplied. No issues with sample integrity were reported by the customer.